Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be duplicated. The boards were reseated during the service call. The system was tested and found to be working as intended and returned to service

Event description:
It was reported the system had a communication error message and locked up. There are no reports of patient injury or death associated with this event.